Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. The controller ((B)(4)) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed visual but failed functional examination. The controller continuously failed to alarm during testing due to defective battery on the power board; this is an incidental find and not related to the reported event. The reported event was confirmed via log file analysis which revealed a "stack corruption fault' and "pmc reset' which may have prompted motor starts making the high priority alarms go off. The root cause of the reported event cannot be conclusively determined; the most likely root cause may be attributed to the absence of an electrostatic discharge (esd) shield. Investigations with malfunctions involving esd events have been investigated in a CAPA which resulted in an fsca notification and the addition of an esd shield to the controller. The reported controllers were manufactured prior to the implementation of corrective and preventive actions. Heartware distributed a field safety correction notice (fsca apr2013) following two incidents of patient deaths where the electrostatic discharge (esd) was suspected to cause or contribute to data corruption in the pump motor controller (pmc) resulting in a loss of commutation. Heartware has not demonstrated conclusively that esd caused the events in the field; only that symptoms are consistent with an esd challenge replicated in the laboratory. Static electricity is widely present and more so in certain conditions such as in drier environments and in the vicinity of certain materials and fabrics such as silk clothing and carpeting. Discharge of static electricity commonly referred to as electrostatic discharge (esd) may interfere with electronic equipment. The heartware® controller, as a piece of electronic equipment, is susceptible to esd. The fsca apr2013 field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence. Fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient called while she was having a high priority alarm sound with "nothing on the vad other than the vad parameters." Her family member said the alarm indicator was not lit up." The patient performed a controller exchange and pump resumed normal function without further alarms. The patient presented to site and was given a new back up controller. There was no report of any patient injury.